Event description:
It was reported that the medfusion pump produced a primary audible alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition with no appearance of any physical damage. Primary audible alarm post error found in pump event history log. During functional testing was unable to duplicate the primary audible alarm post error at power up. The root cause was unable to be determined. The speakers were replaced as a preventive measure and performed preventative maintenance and all functional testing. A corrective and preventative action has been opened to address the reported issue.